Event description:
It was reported the smart seal detached from the dilator/sheath during use. The device was inserted in the right femoral vein. The device was removed and replaced. The issue was successfully resolved as a nurse held the sheath while the dilator was pushed. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned one dilator from a 16fr safe sheath d-pro assembly. Signs-of-use in the form of biological material was observed on the dilator body. The sheath was not returned for analysis. Visual analysis revealed that the rubber dilator cap (assembled over the dilator hub) was separated from the assembly. Visual analysis did not reveal any defects or anomalies on the dilator hub nor the inside of the cap. The rubber dilator cap was placed back over the hub with little to no difficulty. Once reattached, the cap appeared to be secure over the dilator hub. Performed per IFU statement, "insert tissue dilator into sheath until dilator cap folds over valve housing and secures dilator onto sheath assembly". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "separate dilator cap from sheath valve housing once the assembly is fully introduced into venous system. Rock the dilator cap off hub while stabilizing sheath by grasping hub assembly". The customer report of a defective smartseal valve was not confirmed through complaint investigation. Visual analysis of the returned sample revealed that the rubber cap had become separated from the dilator hub. No defects or anomalies were observed with the dilator hub nor the inside of the cap. Functional testing revealed that the cap was able to be securely inserted back over the dilator hub with little to no difficulty. Analysis of the IFU provided with the kit clearly states that this rubber hub is meant to be separated from the assembly during insertion. Therefore, it can be confirmed that there is no defect/anomaly with the dilator cap nor the dilator hub. Despite this, the root cause cannot be confirmed without the actual sheath to also analyze for defects. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the smart seal detached from the dilator/sheath during use. The device was inserted in the right femoral vein. The device was removed and replaced. The issue was successfully resolved as a nurse held the sheath while the dilator was pushed. No patient injury reported.